Event description:
It was reported, ¿I¿ve seen other people in the doctor¿s office who are complaining theirs it¿s clogged and it malfunctions¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).